Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to the transmitter, a lost sensor alarm, and a difference in the value of sensor glucose vs. Blood glucose. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a, and mmt-7841zn. The troubleshooting was performed, and the customer was reporting a discrepancy between sensor glucose and blood glucose that was not within range and sensor glucose value from the reported event: 50.00 mg/dl and blood glucose value from the reported event: 86. Mg/dl and the insulin delivery suspended due to sensor glucose vs blood glucose difference. The customer reported a loss of communication between the transmitter and the pump. No harm requiring medical intervention was reported. No product return is required for mmt-1884. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-7040a was requested, and the customer response was that the device will be returned. No product return is required for mmt-7841zn.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.